Manufacturer narrative:
Fifty samples from lot 4190039 and fifty samples from lot 4201290 were provided to our quality team for investigation. A visual inspection was performed with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Each sample was assembled to a syringe with saline solution. All the samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot numbers 4190039 and 4201290. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
D.4. Other lot number includes 4190039 and other expiration date includes 2029-06-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-07-08.

Event description:
Material#:305901, batch#:4190039, 4201290. It was reported that the bd safety-lok needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. Needle is not sharp enough, and sometimes needles does not release medication and they have to pull out and do it again. Some are not allowing to penetrate the skin. Item(s): 305901, lot(s): 4190039 2nd lot number: 4201290